Manufacturer narrative:
Device is not being returned for evaluation. (B) (4)

Event description:
This patient was undergoing a left knee reconstruction. The surgeon was drilling with a 2.7mm passing pin, and pin broke off in patient's bone and was not able to be retrieved. A mini c-arm was used to verify that the pin was indeed in the patient's bone.